Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance on performing a pump reset from customer technical support, which resolved the issue as the error did not reoccur, allowing the caller to successfully start their sensor session.